Event description:
Impella 5.0 was placed approximately 7 months ago. It required replacing by the afternoon the following day due to thrombosed catheter. A new 5.0 impella was placed via same entry--right axillary.